Manufacturer narrative:
The insulin pump alarmed motor error alarm during the occlusion test due to faulty force sensor resistor and received with blank display due to corroded battery cap contact. However, the insulin pump passed the currents test, self test, a21 error test, displacement, rewind, basic occlusion and excessive no delivery test. No unexpected off no power alarm noted. The motor passed motor test. The insulin pump had cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the power turns off intermittently, even after a battery change. The blood glucose level for the customer was not provided, the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced.